Manufacturer narrative:
Strip info was not provided. It's not possible to determine the MFR date without the product info.

Event description:
The customer accidentally swallowed a contour test strip. There was no serious injury alleged. Specific strip info was not provided. There was no product replaced and no product is expected to be returned.